Manufacturer narrative:
(B)(4).

Event description:
During the customer's annual, contracted maintenance of the device by philips, the philips engineer found that one of the tabs on the ac power module that fastens the module to the device was broken. There was no patient involvement.